Manufacturer narrative:
The insulin pump was monitored for three days. All of the operating currents are within specification. The device passed self-test. The device passed displacement test, rewind, and basic occlusion test. No motor error alarm noted during testing. The device was unable to prime during prime test due to faulty force sensor system. The motor was tested outside of the device and it passed. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, when he changed the reservoir it took ten minutes to rewind. Customer also had to change the battery multiple times. Customer's blood glucose was unknown. Troubleshooting was performed for off no power and due the alarm occurring twice without a low battery warning customer was advised to return the device. Troubleshooting was also performed for motor error. Customer stated the device was near an x-ray. However the device was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.